Manufacturer narrative:
Device evaluation summary: the reported error code 43 was verified during service. The issue was resolved by replacing the assy system controller module -006 and 560 bioconcole flow module. Preventive maintenance was performed per specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a bio-console 560 instrument, it was reported the occurrence of an error code 43 (sc mpu internal a/d +15 v supply hard error) after booting up. The use of the instrument was unspecified. There was no patient involvement, so no adverse effect occurred.